Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their top aligner is gapping off their second tooth on the right side and their main contact/bite are their first molars and not the rest of their teeth. The patient stated that their lower aligners have no air gaps with their current step. However, the patient indicated that these are steps 1 and 4 and they don't see much difference in the gaps from their current step.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.